Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The customer's blood glucose level was 232 mg/dl at the time of the incident. Customer stated that there were blue line in the middle of the screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump received with minor scratches on the lcd window and a vertical blue line across the display due to moisture damage on the electronic assembly. The insulin pump passed the displacement test, however, failed the self test due to missing segments/partial display. Moisture damage on the battery tube also noted during visual inspection.